Event description:
Info received indicates restricted flow was noted at the cvr component screen during bypass. Although blood volume back-up was detected early in the case, the product was not replaced. The pt appeared to be receiving adequate oxygenated blood, but as a result of the alleged product problem the surgeon reportedly hurried the procedure to complete the case. In the ICU, internal bleeding was detected and the pt was returned to surgery on the same day. No subsequent pt complication has been reported. The product is being held by the hosp at this time.